Event description:
It was reported that during an unspecified procedure in the esophagus, the core wire of the guide wire was exposed. At an unspecified time, the spiral coating of the amplatz super stiff guide wire "was leaving the core exposed". Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported the patient was undergoing placement of a nasojejunal catheter for treatment of gastroparesis. The issue was noted when the amplatz super stiff guide wire was advanced through the distal tip of the endoscope. There was no fracture of the device and it was completely removed from the patient and exchanged. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(6). Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, if not evaluated provide code: updated. (B)(4).

Event description:
It was further reported the patient was undergoing placement of a nasojejunal catheter for treatment of gastroparesis. The issue was noted when the amplatz super stiff guide wire was advanced through the distal tip of the endoscope. There was no fracture of the device and it was completely removed from the patient and exchanged. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed damage to the distal tip. The coiling is severely elongated and unraveled. The coating is severely peeling along the entire body. The wire presents two bends at 12cm and 100cm from the proximal section. A fracture is located approximately 6.5cm from the distal tip section. It appears the device may have been in contact with a sharp or metal object. Outer dimensions taken in undamaged portions of the device met specification. Sem lab analysis of the fracture sites concluded the fracture occurred due to a torsion overload. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).